Manufacturer narrative:
(B)(4).

Event description:
Following implant, the patient had been getting efficacious therapy. Beginning in (B)(6) 2010, the patient began experiencing high tone. Unspecified diagnostic procedures were done (B)(6) 2010 and no abnormalities were noted. A baclofen assay was also done and the result was slightly below the expected amount of the baclofen in the cerebrospinal fluid. Over the past year, the pump had been increased multiple times with no notable effect. The patient was taking oral anti-spasmodics to control her high tone. The decision was made to do a catheter revision. On (B)(6) 2011, an incision was made over the spinal site. Upon disconnecting the distal segment of the catheter from the connector pin, retrograde flow of cerebrospinal fluid was immediately noted. The physician then decided to just replace the proximal segment of the catheter. During the catheter revision, the pump was replaced in anticipation of end of battery life. The new pump was filled with lioresal 1,000 mcg/ml and infusion was started on a simple infusion rate of 80 mcg/day, after priming for the internal pump tubing and catheter. The old pump had been delivering lioresal 2,000 mcg/ml at a daily infusion rate of 1,028 mcg/day. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.